Manufacturer narrative:
(B) (4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated that the architect i2000sr analyzer generated a false reactive troponin result on an (B) (6) female patient who was experiencing chest pains. The initial result was positive at 0.161ug/l. The result was questioned by the physician after results on two subsequent samples were negative at 0.001 u/gl. The original sample was retested and the result was negative at 0.004 ug/l. The normal range for this assay is 0.00-0.03 ug/l. The patient only had EKG, but there was no medication given to the patient. There was no adverse impact to patient reported.

Manufacturer narrative:
(B)(4). The customer stated that discrepant troponin results were generated on an architect i2000sr analyzer. The customer replaced the stat and sample pipettors. The returned results log did not contain data from the immunoassay side of the analyzer on which the issue occurred. The architect system operations manual lists the probable causes and corrective actions for erratic assay results (I system). A probable cause listed includes probe tip is bent or damaged with the associated corrective action to replace the appropriate probe as required. No adverse trends were identified related to the issue, and a review of the instruments service history did not detect any repeats of the issue since the customer replaced the stat and sample pipettors.